Event description:
Customer states that she attempted to test on her aviva meter, but was unable to obtain a result due to an error message. Customer was dizzy, shaky, and had blurry vision at the time of the attempt. Customer attempted to self-treat with glucose tablets, but was unsuccessful. Customer was taken to the hospital, where she was tested in the 300s- range mg/dl on the hospital meter and treated with an IV (contents not provided). Customer also experienced a panic attack due to being unable to test her blood glucose. Customer has been skipping meals lately. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.